Manufacturer narrative:
Continued e1. Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Inflammation/ irritation: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture, cysts, "fibroadenomas" and 'inflammatory processes.¿ device and been explanted and replaced with non-abbvie device. This record relates to the right side.